Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of morbid obesity was scheduled for vena cava filter placement. The right internal jugular vein was accessed and an inferior vena cavogram identified the renal veins. The filter was placed in an infrarenal location and deployed without difficulty. Hemostasis was achieved at the right neck. There was no evidence of immediate complication. Approximately nine years seven months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram demonstrated multiple limbs penetrating the caval wall. The filter was snared by a wire loop through the filter elements. The laser was advanced and the tip of the filter was engaged. Laser was applied and the filter was easily removed. Completion venogram demonstrated a small amount of contrast extravasation at the site of filter removal. CT scan demonstrated a stable small hematoma. The patient remained stable with no symptoms and was discharged. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. Approximately nine years seven months post filter deployment during a filter retrieval, an inferior venacavogram demonstrated multiple limbs penetrating the caval wall. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. It should be noted that per the provided medical records, the patient was morbidly obese. Per the IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention." It should also be noted that per the provided medical records, the filter was deployed in an ivc that measured less than 30 mm. Per the IFU, "the g2 filter is intended to be used in the inferior vena cava (ivc) with a diameter less than or equal to 28 mm". Therefore, the size of the ivc may have contributed to the perforation as the filter has potential for movement. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of morbid obesity was scheduled for vena cava filter placement. The right internal jugular vein was accessed and the filter was deployed in an infrarenal location without difficulty. There was no immediate complication. Approximately nine years seven months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated multiple limbs penetrating the caval wall. The filter was snared by a loop wire and a laser was advanced to engage the filter tip. The laser was applied and the filter was easily removed. The patient remained stable and was discharged home. No additional information was provided in the medical records received.

Manufacturer narrative:
Medical records were received and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of morbid obesity was scheduled for vena cava filter placement. The right internal jugular vein was accessed and an inferior vena cavogram identified the renal veins. The filter was placed in an infrarenal location and deployed without difficulty. Hemostasis was achieved at the right neck. There was no evidence of immediate complication. Approximately nine years seven months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram demonstrated multiple limbs penetrating the caval wall. The filter was snared by a wire loop through the filter elements. The laser was advanced and the tip of the filter was engaged. Laser was applied and the filter was easily removed. Completion venogram demonstrated a small amount of contrast extravasation at the site of filter removal. CT scan demonstrated a stable small hematoma. The patient remained stable with no symptoms and was discharged. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of morbid obesity was scheduled for vena cava filter placement. The right internal jugular vein was accessed and the filter was deployed in an infrarenal location without difficulty. There was no immediate complication. Approximately nine years seven months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated multiple limbs penetrating the caval wall. The filter was snared by a loop wire and a laser was advanced to engage the filter tip. The laser was applied and the filter was easily removed. The patient remained stable and was discharged home. No additional information was provided in the medical records received.